Event description:
During vaginal preparation (prep), the prep sponge separated from the stick. The sponge was removed from vagina using a ring forceps and the doctor was informed.======================manufacturer response for sponge sticks-saturated with povidone-iodine paint solution (1.0% available iodine) per site reporter.======================awaiting response.